Event description:
It was reported that this pacemaker exhibited oversensing of noisy signals on both the right atrial (ra) and right ventricular (rv) channels. Additionally, the rv channel exhibited pacing inhibition. Technical services (ts) noted there does not appear to be any pacing inhibition for more than two seconds. Ts also noted that the ra channel has intermittent undersensing. Review of the reports reveal that there are inappropriate atrial tachy response (atr) episodes. Ts recommended following steps and resolution. The device remains in use. No additional adverse patient effects were reported. Subsequently, the clinic attempted to reproduce the noise but could not reproduce the noise. Ts suggested reprogramming options. The device remains in use. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited oversensing of noisy signals on both the right atrial (ra) and right ventricular (rv) channels. Additionally, the rv channel exhibited pacing inhibition. Technical services (ts) noted there does not appear to be any pacing inhibition for more than two seconds. Ts also noted that the ra channel has intermittent undersensing. Review of the reports reveal that there are inappropriate atrial tachy response (atr) episodes. Ts recommended following steps and resolution. The device remains in use. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited oversensing of noisy signals on both the right atrial (ra) and right ventricular (rv) channels. Additionally, the rv channel exhibited pacing inhibition. Technical services (ts) noted there does not appear to be any pacing inhibition for more than two seconds. Ts also noted that the ra channel has intermittent undersensing. Review of the reports reveal that there are inappropriate atrial tachy response (atr) episodes. Ts recommended following steps and resolution. The device remains in use. No additional adverse patient effects were reported. Subsequently, the clinic attempted to reproduce the noise but could not reproduce the noise. Ts suggested reprogramming options. The device remains in use. No additional adverse patient effects were reported. Additional information received indicates that this device exhibited oversensing of noisy signals that resulted in pacing inhibition and asystole on both lead channels. The device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacemaker exhibited oversensing of noisy signals on both the right atrial (ra) and right ventricular (rv) channels. Additionally, the rv channel exhibited pacing inhibition. Technical services (ts) noted there does not appear to be any pacing inhibition for more than two seconds. Ts also noted that the ra channel has intermittent undersensing. Review of the reports reveal that there are inappropriate atrial tachy response (atr) episodes. Ts recommended following steps and resolution. The device remains in use. No additional adverse patient effects were reported. Subsequently, the clinic attempted to reproduce the noise but could not reproduce the noise. Ts suggested reprogramming options. The device remains in use. No additional adverse patient effects were reported. Additional information received indicates that this device exhibited oversensing of noisy signals that resulted in pacing inhibition and asystole on both lead channels. The device was explanted and replaced. No additional adverse patient effects were reported. Subsequently, the device was returned for analysis.